Event description:
It was reported a hematoma occurred. A left atrial appendage (laa) closure procedure was performed. A watchman truseal access system was used and a 33mm watchman laa closure device was successfully implanted. The patient was taken off the table and moved to recovery. About 15 minutes later, the nurses notified the physician the patient was "coding." The physician went to see the patient and ordered an echocardiogram and medication was given. The echocardiogram analysis was negative for pericardial effusion and negative for a device embolization. The physician believes groin bleeding was the source of the problem. The hematoma was evacuated and the patient was stable. It was noted the physician believed there was a lack of successful figure 8 stitch and lack of manual pressure when the access system was removed.